Manufacturer narrative:
Correction: date of explant should have been (B)(6) 2020 instead of (B)(6) 2020 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-04940. It was reported the one of the patient's leads had migrated. The issue was confirmed via x-rays. The system provides relief in the patient's right leg, which is the targeted pain area that they were originally implanted for; however, the system makes their left leg worse. Surgical intervention took place where the system was explanted to address the issue. Note: it is unknown which lead has migrated, as such both leads are being reported.